Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Hence, the cause for this specific event cannot be ascertained from the information provided. Should additional information become available and/ or the device(s) be returned for evaluation and an investigation is made available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient received a sulox-head 32 "l" 12/14, right side, on (B)(6) 2013. According to the report, implantation of the components were according to the surgical instructions and the appropriate technique was followed. But due to a potential soft tissue infection, the patient had to undergo revision surgery on (B)(6) /2013. During the surgery, the surgeon decided that he will change the head and the inlay and rinse the joint. When the surgeon tried to remove the head from the stem, it would not separate. The surgeon could only pull by exerting little effort and when he did, the head came off with the stem.